Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the physician reported that of the patients previously reported with uveitis, all have achieved good refractive outcomes and no patients that have been released from treatment have a loss of best-corrected visual acuity (bcva).

Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. Review of the logfile for the day of treatment showed during the start-up in the morning, the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy check, eyetracker and fluence test without any issue. The logfile showed several successfully performed treatments. The energy was stable during the whole day. The treatment could be identified via refraction values. Energy check was performed before this treatment. The treatment was performed successfully without interruption. No technical root cause could be identified. The clinical applications specialist (cas) stated there is no known correlation between the laser itself and uveitis or glaucoma but there might be a relation between instrumentation or medication. Anterior uveitis is not related to the device. The reported event is most probably related to the environmental conditions in the clinic or the to the process they apply pre- and postop surgery. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a patient developed mild uveitis followed by severe dispersion syndrome in the left eye approximately two weeks post photo refractive keratectomy (prk). Cells, flare and pigment were noted post-operatively. The patient is using several topical steroids and intramuscular steroids, topical steroid/ antibiotic drop, lubricating/ moisturizing drops and gel and an oral and topical glaucoma medication. There are multiple related reports for this patient. This report addresses the patient (B)(6) left eye and other manufacturer reports will be filed.